Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the catheter did not deflect to the specification. Catheter was replaced and the procedure was completed without patient consequence. The potential risk that it could cause or contribute to a serious injury is remote. Therefore, this complaint was originally assessed as not reportable. The bwi failure analysis lab (fal) received the device for evaluation. The (B)(6) 2018 fal findings observed at 1cm from the transition of the peek housing, a cut was found with an exposed wire. The cut is reportable. The awareness date for this record is (B)(6) 2018, the date the reportable finding was discovered.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the catheter did not deflect to the specification. The analysis has begun but is not complete at this time. The 7/20/2018 failure analysis lab fal findings of scanning electron microscope sem analysis showed evidence of a hole and mechanical damage from inside to the outside of the tip. The finding of a hole has been assessed as reportable. Based on sem results, it is possible that damage was generated with an unknown object. The sem analysis confirms the damage on the catheter tip that was previously reported. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and the catheter did not deflect to the specification. Catheter was replaced and the procedure was completed without patient consequence. The investigational analysis completed on 1/6/19. The device was inspected and no visual damages were observed. During the second visual inspection, the peek housing was found cut with an exposed wire. The deflection test was unable to be performed due to the damage observed. Scanning electron microscope (sem) testing was performed on the damaged area and it showed evidence of a hole and mechanical damage from inside and the outside of the tip. It is is possible that the damage was generated with the puller wire, but this cannot be conclusively determined. No other anomalies were observed. For this condition, the manufacture team performed an investigation in order to find the root cause. The investigation results showed that this issue is not related to the manufacturing process since there is not enough information to concluded this. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).